Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 321 mg/dl at time of report. Reportedly, customer believed occlusions were due to bent cannulas. However, this could not be confirmed. Customer changed the pump supplies and resumed insulin delivery to address the issue.